Event description:
It was reported that the pt had a significant weight loss. The pump flipped several times which then needed to be "retacked down" twice. Please refer to MFR's report #: 3004209178200805520.